Event description:
It was reported that shaft break occurred. A 20 x 2.50mm promus premier select drug eluting stent was advanced for treatment but it did not cross the lesion. However, it was found that the shaft of the stent was broken from its middle part while crossing the lesion. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
E1: initial reporter facility name - (B)(6). Device evaluated by manufacturer: p select ous mr 20 x 2.50mm stent delivery system (sds); catheter lot number #28531892-089, (from finished good batch number 28560563) was returned for analysis. The following attributes were examined: stent: examination of the crimped stent via scope found evidence of damage with squashed stent struts at the proximal end. The undamaged crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement specification. Balloon: the balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip found no issues. Hypotube: a visual and tactile examination of the hypotube identified a break on the hypotube shaft located at 51.9cm distal to the distal end of strain relief as well as multiple kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred.a 20 x 2.50mm promus premier select drug eluting stent was advanced for treatment but it did not cross the lesion. However, it was found that the shaft of the stent was broken from its middle part while crossing the lesion. There were no patient complications reported.